Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address hip pain and acetabular loosening. Gray fluid aspirated and signs of milky tissue was discovered. Update litigation alleged the patient suffered pain, discomfort and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation.

Event description:
Pt was revised to address hip pain and acetabular loosening. Gray fluid aspirated and signs of "milky" tissue was discovered.